Event description:
Reporter alleged obtaining discrepant back to back blood glucose result of 531 mg/dl, 448 mg/dl, 362 mg/dl, 270 mg/dl and 100 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.